Manufacturer narrative:
Concomitant products: product ID 37712, serial # (B)(4), implanted: (B)(6) 2009, product type implantable neurostimulator; product ID 3487a-45, lot # j0437349v, implanted: (B)(6) 2005, product type lead; product ID 3487a-45, lot # j0437349v, implanted: (B)(6) 2005, product type lead; product ID 3487a-56, lot # v884579, implanted: (B)(6) 2012, product type lead; product ID 3487a-56, lot # v884579, implanted: (B)(6) 2012, product type lead; product ID 37754, serial # (B)(4), implanted: (B)(6) 2012, product type recharger; product ID 37744, serial # (B)(4), implanted: (B)(6) 2012, product type programmer, patient; product ID 3708240, serial # (B)(4), implanted: (B)(6) 2012, product type extension; product ID 3708240, serial # (B)(4), implanted: (B)(6) 2012, product type extension; product ID 3487a-56, lot # v884579, implanted: (B)(6) 2012, product type lead; product ID 3487a-56, lot # v884579, implanted: (B)(6) 2012, product type lead; product ID 37712, serial # (B)(4), implanted: (B)(6) 2009, product type implantable neurostimulator; product ID 3708260, serial # (B)(4), implanted: (B)(6) 2009, product type extension; product ID 3708260, serial # (B)(4), implanted: (B)(6) 2009, product type extension; product ID 3986a60, lot # n27618, implanted: (B)(6) 2005, product type lead; product ID 3487a-45, lot # j0437349v, implanted: (B)(6) 2005, product type lead; product ID 3487a-45, lot # j0437349v, implanted: (B)(6) 2005, product type lead; product ID 3986a60, lot # n27618, implanted: (B)(6) 2005, product type lead. (B)(4).

Event description:
The physician of a clinical study reported the patient recently lost left occipital stimulation and lost stimulation paresthesia in the right occipital area. The devices were interrogated and one device showed abnormal impedances while the other had normal results. The impedance testing showed no electrical connection to the neuroelectrode. If additional information is received on intervention and outcome a follow-up report will be sent.

Event description:
Additional information received reported it was updated to not related to the lead and was related to programming/stimulation. The patient's indication for use was spinal pain.

Manufacturer narrative:
(B)(4).

Event description:
Additional information from the health care professional of the clinical study reported the patient was reprogrammed as an intervention in (B)(6) 2015. In (B)(6) 2015 they explanted and replaced the lead. The event was noted as related to the lead. If additional information on outcome is received a follow-up report will be sent. Additional information indicated the high impedance and lead replacement was on the patient's other device reported in manufacturer report # 3004209178-2015-14496 all further information about the impedances will be noted in report # 3004209178-2015-14496.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that the outcome was resolved without sequelae. The site reported that the cause was from a faulty extension which was replaced on (B)(6) 2015.

Manufacturer narrative:
Concomitant products: product ID: 37712, serial# (B)(4), implanted: (B)(6) 2009, product type: implantable neurostimulator. Product ID: 3986a60, lot# n27618, implanted: (B)(6) 2005, explanted: (B)(6) 2015, product type: lead. Product ID: 3986a45, lot# n386646, product type: lead. Product ID: 3986a60, lot# n27618, implanted: (B)(6) 2005, product type: lead. Product ID: 3708260, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 3708260, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 3487a-45, lot# j0437349v, implanted: (B)(6) 2005, product type: lead. Product ID: 3487a-45, lot# j0437349v, implanted: (B)(6) 2005, product type: lead. Product ID: 3487a-56, lot# v884579, implanted: (B)(6) 2012, product type: lead. Product ID: 3487a-56, lot# v884579, implanted: (B)(6) 2012, product type: lead. Product ID: 37754, serial# (B)(4), implanted: (B)(6) 2012, product type: recharger. Product ID: 37744, serial# (B)(4), implanted: (B)(6) 2012, product type: programmer, patient. Product ID: 3708240, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 3708240, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 3487a-56, lot# v884579, implanted: (B)(6) 2012, product type: lead. Product ID: 3487a-56, lot# v884579, implanted: (B)(6) 2012, product type: lead. Product ID: 37712, serial# (B)(4), implanted: (B)(6) 2009, product type: implantable neurostimulator. Product ID: 3708260, serial# (B)(4), implanted: (B)(6) 2009, product type: extension, product ID: 3708260, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 3986a60, lot# n27618, implanted: (B)(6) 2005, explanted: (B)(6) 2015, product type: lead. Product ID: 3487a-45, lot# j0437349v, implanted: (B)(6) 2005, product type: lead. Product ID: 3487a-45, lot# j0437349v, implanted: (B)(6) 2005, product type: lead. Product ID: 3986a60, lot# n27618, implanted: (B)(6) 2005, product type: lead. Product ID: 3986a60, lot# n27618, implanted: (B)(6) 2005, explanted: (B)(6) 2015, product type: lead.

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that the device diagnosis was lead fracture. Signs and symptoms werereported as one of the neuro electrode's plastic connector at the end of the neuro electrode was left in the subcutaneous tissue. The clinical diagnosis was not applicable. Interventions included surgical intervention. Retrieval of the piece by extending the incision by 4 cm. There was dissection of the subcutaneous tissue for final removal. Diagnostic methods included surgical observation. The etiology was noted as related to the device or therapy and related to the implant procedure. The etiology was reported as lead lot number n386646 connected to ins serial number (B)(4). The outcome was resolved without sequelae.

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that there was no impedance to lead. The clinical diagnosis was loss of stimulation.